Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged due to twiddler's syndrome. There was loss of bi-ventricular pacing due to the dislodgement. Surgical intervention was performed where this lead was explanted and a new lv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Visual inspection of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.